Event description:
The patient had cerebral spinal fluid (csf) leaking from her incision and was taken to the operating room for a shunt revision. The settings on the polaris valve could not be changed; the valve was not dialing under direct observation. When the valve was replaced, the surgeon found a break in the shunt tubing at the insertion point of the proximal catheter into the reservoir as well as between the valve and the siphonguard. The valve was successfully replaced.